Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus,mr,ous 3.00x32mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts in proximal region lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 20jul2020 it was reported that crossing difficulties were encountered. The target lesion was located in the middle left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment but could not pass through the lesion. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed a stent damage.